Event description:
The initial reporter complained of questionable elecsys troponin t gen5 stat assay results for 1 patient sample tested on a cobas 6000 e 601 module. The initial troponin t result was 17.25 ng/l and was reported outside the laboratory as 17 ng/ml. For a different sample from the patient, the troponin t result was 9.77 ng/l. The initial sample was rerun. The troponin t result was 9.50 ng/l on the e 601 and 9.14 ng/l on a different analyzer. The customer reported 9 ng/l outside of the laboratory. There was no adverse event. The troponin t stat reagent lot number was 305649. The expiration date was asked for but not provided. The field service engineer (fse) ran a performance check and a calibration that were acceptable. The investigation determined that calibration and qc were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.